Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.6, lab: 4.6. Pt is long term coumadin pt. Her target range is 2.0 - 2.5. Pt was tested on meter with inr = 1.6. Dr didn't change her coumadin dosage and told pt to retest inr after a week. Several days later, she fell to the floor and hurt the face. She went to ER for injury, lab inr = 4.6. No bleeding symptoms at time of meter testing.